Manufacturer narrative:
Available details indicate that replacement battery had been ordered and sent to the customer to resolve the issue the device remains at the customer site. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the component is not available for return. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery failure. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.